Event description:
On (B)(6) 2012, aci received a copy of a maude event report (voluntary report # (B)(4)), which was sent to the FDA by the user facility. The report stated that the date of the event was (B)(6) 2012 and the date of the report was (B)(6) 2012. The following is the description of the complaint: "mynx plug failed to deploy correctly. It was deployed in the usual manner. When the tamping tube was withdrawn the mynx device (sealant) actually was attached to the end of the tube and did not remain in the puncture site. Closure device used post-percutaneous coronary." On (B)(4) 2012, the aci clinical specialist reported that he spoke to the physician who reported that the patient underwent a diagnostic coronary procedure. Following the procedure, the physician selected the mynx cadence vascular closure device 6/7f to close the access site. It was reported that when the physician was deploying the device there was blood shooting out of the proximal end of the advancer tube. A small piece of sealant broke loose and migrated into the tissue tract. The physician stated that after removing the advancer tube and holding pressure for 10 minutes hemostasis was achieved. The physician stated that "everything turned out fine and the sealant that became loose was removed from the patient". The patient was ambulated and discharged to home the same day ((B)(6) 2012).

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1222009) indicated that the device lot met all established performance criteria prior to shipment.